Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2,000 mcg/ml at 997 mcg/day via an implanted pump for intractable spasticity and cerebral palsy. It was reported the hcp gave the rep the 8840 print report indicating there was a motor stall that occurred. The print report was from (B )(6) 2018, but the rep had no further medical history on when the patient had a motor stall. It was unknown if the patent had an MRI. The rep did not have access to the event logs and did not know if the pump was explanted. Patient symptoms were not reported. The event date was asked and unknown. No further complications were reported/anticipated or expected.